Event description:
The customer reported that the sys would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The sys software was reloaded. The sys then found to be operating as intended.